Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing where it was reported the device was defective/broken around female luer. The event was ongoing since nov-2024. The female luer cracked. There was patient involvement, no adverse event and no delay in therapy.

Manufacturer narrative:
Received two (2) new list# mc33038, 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing; lot# 14189190. No visual damages or anomalies were observed. There were no cracks observed on the new sets. The complaint could not be replicated; however, it can be confirmed based on the complaint and device information. The probable cause is due to a material issue on a vendor-supplied part. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 4/7/2025.